Event description:
It was reported that during an afib procedure the ez steer thermocool sf catheter was displaying high impedances at baseline of 170-180 ohms and during ablation would rise to greater than 200 ohms. When the catheter was removed from the patient for inspection, char was noted covering most of the catheter tip. The user stated that the catheter flushed properly and delivered fluid prior to use in the patient. The user replaced it with another catheter to continue the case. It was confirmed at the time of the call that the patient was stable and had not been harmed by the defective catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the ez steer thermocool sf catheter was displaying high impedances at baseline of 170-180 ohms and during ablation would rise to greater than 200 ohms. When the catheter was removed from the patient for inspection, char was noted covering most of the catheter tip. The user stated that the catheter flushed properly and delivered fluid prior to use in the patient. The user replaced it with another catheter to continue the case. The returned complaint device was visually evaluated and char was observed on the tip upon receipt. The catheter was also evaluated for electrical leakage and resistance performance, temperature and generator behavior. The analysis results showed the catheter passed these tests. Patency flow test failed; the catheter did not flush from the irrigation holes. Further investigation revealed the irrigation tubing was free of occlusions, however crystal residues from dried saline solution were observed. The tip was occluded by crystal residues. It is most likely that these crystal residues were formed after the procedure since the crystals were formed from dried saline solution. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The high impedance condition could not be confirmed. During testing, the catheter presented irrigation problem originating from crystal residues that derived from dried saline solution.